Event description:
The customer stated that she was hospitalized for high blood glucose levels because the insulin pump stopped delivering insulin. The customer stated that she passed out prior to being admitted. The customer stated that she wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, error and self tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The insulin pump had a scratched display window and case.